Manufacturer narrative:
The returned device was examined. Retention feature failures of this nature have previously been attributed to clinicians overturning the impaction knob, loosening the implant from the peek cartridge. Without intra-op images, or images of the product in the package, the exact cause cannot be conclusively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that during surgery, upon attempting to load a mobi-c implant onto the inserter, the cartridge pin of the peek cartridge came apart and the implant disassembled. Another implant of the same size was successfully implanted in its place. There was no reported patient harm or additional impact to surgery.

Event description:
Mobi-c p&f us : disassembled. For this case two inconsistents description were provided from the reporter : first, reporter said implant disassembled in the package, it was in pieces when they opened it. Then the reporter said, the screw was loose and the two peek cartridges were not fully held together. It was all intact just not fully tightened so they could not attach the inserter. So it is not clear if issue occured in the package or during the loading on the inserter. Clarification , was therfore requested . There was no patient nor surgery impact . The surgeon used the same size for the second implant. Additional information received on april 15th 2019 : according to the reporter , the implant would not attach to the inserter because out of the packaging, it was noticed that the entire assembly was loose and then the pin fell out and all of the pieces were separated. Confirmation received from the reporter on april 26th that the returned device was not related to this case and that the actual prothesis was discarded by the hospital .

Manufacturer narrative:
Additional information received on april 15th 2019 : the implant would not attach to the inserter because out of the packaging we noticed the entire assembly was loose and then the pin fell out and all of the pieces were separated. Confirmation from the reporter received on april 26th 2019 mention that the actual device was discarded and therfore no examination is possible . Investigation in progress. Conclusion not yet available.

Manufacturer narrative:
This medwatch is submitted to send the an initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Not received by manufacturer yet.

Event description:
Mobi-c p&f us : disassembled. First, reporter said implant disassembled in the package, it was in pieces when they opened it. Then the reporter said, the screw was loose and the two peek cartridges were not fully held together. It was all intact just not fully tightened so we could not attach the inserter. So it is not clear if issue occured in the package or during the loading on the inserter. Additional information requested. There was no patient nor surgeon involvement. The surgeon used the same size for the second implant.